Manufacturer narrative:
The device was not returned to stryker for evaluation, and the reported issue could not be verified. Root cause is unable to be determined.

Event description:
The customer contacted physio-control to report that their device has a broken power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control advised the customer that this device will need to be retired due to end of life and end of support. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a broken power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient involvement reported with the event.